Manufacturer narrative:
The sodium electrode and ise indirect na-k-cl for gen.2 lot numbers and expiration rates were not provided. The calibration was last performed on (B)(6) 2026, and it was acceptable. The qc recovery was within the ranges. There was no indication of a performance issue with the reagent. The visual inspection of the specimen showed no visible fibrin, clots, gel smearing, oil, or bubbles. The field service engineer identified that the ultrasonic mixing bowl was chipped. He replaced the mixing bowl and vacuum nozzle. He then performed a reagent prime with successful results and verified the ultrasonic mixer¿s operation. Troubleshooting actions confirmed correct dilution nozzle dispense and no salt accumulation around the electrodes. Precision studies, calibration, and qc were performed, and they were within specifications. The service actions performed by the engineer resolved the issue. The cause of the event was due to a chipped ultrasonic mixing bowl.

Event description:
We received an allegation of questionable sodium electrode and ion-selective electrode (ise) indirect na-k-cl for gen.2 results for an unspecified number of patients' samples tested on a cobas 8000 ise 1800 module. Sodium: initial result: around 120 mmol/l. Repeat result: within the 'normal, typical' range. According to the product labeling, normal results for sodium are between 136 mmol/l and 145 mmol/l. Ise indirect na-k-cl (chloride): initial result: around 90 mmol/l. Repeat result: within the 'normal, typical' range. According to the product labeling, normal results for chloride are between 98 mmol/l and 107 mmol/l. No exact values were provided. The initial results were low, prompting the repeat of the samples. The repeat results were deemed to be correct.